Event description:
Customer reported false negative reaction with 0.8% surgiscreen for gel, vss607 for a female patient with a known antibody in mts gel card lot# 052213001-20. Details of the antibody were not initially supplied by the customer but were later discovered to be anti-m. Customer repeated testing with a new set of surgiscreen of the same lot and obtained the same negative results. Test was repeated with immucor panel a by tube method and the expected positive reaction was obtained. Details of immucor lot and reaction grades not provided. Customer confirmed that qc was acceptable on the day of use. Customer requested replacement lot of 0.8% surgiscreen for gel.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).